Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an unspecified procedure, during balloon inflation, the balloon ruptured at 4atms. There were no reported adverse patient effects. A second agiltrac was used without incident. Though requested, there is no additional information available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed that there was a longitudinal and radial rupture in the balloon with two longitudinal scratches in the balloon and shaft. There was a kink in the shaft. No other damage was noted. During production, manufacturing inspects all agiltrac catheters 100% for kinks and shaft damage prior to inserting the catheter into the dispenser coil. It is possible that the agiltrac was kinked during the procedure. The agiltrac balloon was analyzed using a super electron microscope (sem) which attributed the balloon rupture to mechanical damage. The rupture (both longitudinal and radial) appears to have been attributed to the deep scratches. It appears that the device scraped against a rough surface or another device during use. Reportedly, no discrepancies were reported or observed by the account during the preparation or inspection of the device prior to use. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. A review of the lhr (lot history record) on-line destructive test data showed that the balloon rupture testing exceeded the product specification. No specific root cause could be assigned, but the damage appears to be procedural related. The lhr was reviewed and no non-conformities were identified.